Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a saliva ejector. The customer stated that the blue tips are falling off the ends of the suction device.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.